Event description:
Report received of an over-delivery of tpn and lipids. The night shift nurse hung a new bottle of tpn 1000ml at 6:30am on channel b of the pump to infuse at 60ml/hour. The customer contact reported that at 7:30am, the entire tpn bottle had infused into the pt, but the pump display only indicated that approx 60ml had infused. A bag of d5lr was hung on channel c of the same pump to keep the pt's IV access patent. The pt was covered with sliding scale insulin for elevated blood sugar levels as they had been prior to the reported event. The customer contact reported that the pt's blood sugar levels were not unusually elevated, although she could not recall any specific values. There were no reported adverse event with the pt. The customer contact then stated that later that same day, she hung a bottle of lipids 500ml at 63ml/hour via channel b of the same pump. It was reported that the entire bottle of lipids infused into the pt in less than an hour. There was no reported adverse event with the pt. The pump was then removed from clinical service.